Event description:
After successful completion of obtaining a biopsy core sample from the right breast, the mammotome "steady vac" button was pressed, the screen went blank and the machine was nonfunctional. The device did not suction the biopsy site, causing blood to be left in breast cavity. The biopsy needle attached to the mammotome was removed. Compression was held to breast. Diagnostic imaging services only has 1 mammotome. In order to complete the intervention, the machine was turned back on, a second biopsy needle applied to mammotome, and inserted into the breast to place a marker. Second needle removed and compression held. Post procedure patient had a large hematoma noted on imaging study and physical assessment.